Event description:
Low gas exchange shortly after initiation of a bypass procedure. The decision was made to change out the oxygenator. The user facility reported that the case was completed without complications. The pt reportedly exhibited no negative effects postoperatively.